Event description:
Patient arrived from or with multiple single pumps. Patient became hypertensive; systolic blood pressure to 170 mmhg. Physician wanted to start nitroglycerin drip. Tried to start drip using baxter single pump. Programmed pump for mcg/kg/min, loaded tubing, then "out of service" alarm displayed and pump turned off. Drip was started in another single pump without further incident.